Event description:
During an unknown endoscopic procedure for a gastric submucosal tumor, the physician used a cook hemospray endoscopic hemostat. It was reported that after the surgery, they tried to turn the activation knob to reduce the pressure, but it did not turn and could not be depressurized. This occurred post procedure, no patient contact.

Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. No catheters were returned. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was present on the exterior of the device. Notable resistance was felt when initially attempting deactivation of the red activation knob using the safety box, where the red activation knob is seated and held by the fixture while the device was deactivated. However, once the activation knob was able to be turned it did so without resistance. An audible discharge of co2 was not observed upon deactivation. The provided activation knob was retightened by hand into the provided handle until no gap remained between the handle and the activation knob, it was then able to be untightened and removed by hand without difficulty. The most probable cause for the difficulty experienced is the activation knob being over tightened during the initial activation of the device. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The returned device was difficult to deactivate upon the initial attempt as reported. However, after retightening by hand it was able to be deactivated without difficulty and a product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The root cause of this report is most likely over tightening of the activation knob during initial activation. The IFU state, "do not over rotate knob as this could damage the device." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Therefore, this report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided, the activation knob is suspected to have been over tightened, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.